Event description:
It was reported that the barcoda gas springs on the bd kiestra inoqula did not hold the hood up. There was no report of impact to patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barcoda gas springs on the bd kiestra inoqula did not hold the hood up. There was no report of impact to patient or user.

Manufacturer narrative:
The previous MFR report # should be considered cancelled. Additional information provided by the customer indicates that the hood did not fall; the gas springs were replaced preventively.